Manufacturer narrative:
B5- per updated information problem has resolved and patient is doing well. Claim # (B)(4).

Event description:
It was reported that a toric icl rotated after 2 months of implantation. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).